Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she would like to find out the identification number on her stryker hip implant that was done in 2010. Patient is now experiencing extreme depression, weight gain and pain and she might need to be revised.